Manufacturer narrative:
The main component of the device system; the other relevant components include: product ID: 8709sc, lot# n273958001, implanted: (B)(6) 2011, explanted: (B)(6) 2017, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving compounded baclofen 275 mcg/ml; 59 mcg/day, dilaudid (hydromorphone) 850 mcg/ml; 183 mcg/day and bupivacaine 30 mg/ml; 6.5 mg/day via an implantable pump. Indication for use was non-malignant pain and degenerative disc disease. Other medications the patient was taking at the time of the event include meloxicam, oxybutynin, amlodipine, losartan, allopurinol ,atorvastatin, glimepiride, sertraline, levothyroxine, insulin, and clonidine. Patient weight was 66 kg. Medical history includes lumbar pain secondary to lumbar radiculopathy, cerebral vascular accident (cva), hypertension (htn), diabetes, arthritis, and urinary incontinence. The date of the event was (B)(6) 2017 during a procedure. It was reported the surgeon was unable to disconnect the existing sutureless connector from the explanted pump (replacement due to expected end of life). The surgeon chose to attach a new 8578 when implanting the new pump; trimmed 1 cm off existing 8709sc spinal segment catheter. The old sutureless connector ¿shilastic¿ peeled away from metal whenever the physician tried squeezing two ovals together. Surgical intervention occurred and a partial explant of the catheter was done on (B)(6) 2017. The catheter was replaced. The explanted catheter will be returned. The patient did not exhibit any signs/symptoms. There were no environmental/external/patient factors that may have led or contributed to the issue. In addition to splicing a new sutureless con nector on; no spontaneous retrograde flow of cerebrospinal fluid (csf) was obtained visualized from the existing 8709sc catheter. The hcp was unable to withdraw fluid from the catheter with a 24 gauge angio-catheter. The hcp chose to do a catheter dye study intra-operatively, aware of dosing units of dilaudid, bupivacaine, baclofen that the patient received based on the length of the catheter. Under fluoroscopy, the hcp was able to see the expected plume of contrast at the tip of the catheter. The entire catheter was visualized under fluoroscopy and appeared to be patent and intact. X-ray of dye study posted in nlink references. Post-operatively the infusion rate was decreased by 10%. The issue was resolved and patient status was alive - no injury. No further complications were reported.

Manufacturer narrative:
Corrections: adverse event should not have been applied. Intervention required should not have been applied. Serious injury should not have been applied. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the hcp via the representative reported the cause of no retrograde flow of csf was never determined.

Manufacturer narrative:
Analysis of the catheter identified damage to the connector that is consistent with difficulty detaching the catheter from the pump during explant. If information is provided in the future, a supplemental report will be issued.